Event description:
It was reported that the pt presented to the clinic on (B)(6), 2012 complaining that hearing sensation deteriorated. A hearing test revealed a remarkably worse result than previous tests. Testing in situ showed that the device has malfunctioned. During an implant check carried out on (B)(6), 2012, testing results were confirmed and external parts were exchanged without improvement. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.